Event description:
A patient fell out from the citadel patient care system. It was reported that the patient climbed over the side rails. No indication of product malfunction. Patient sustained a laceration on head.

Manufacturer narrative:
Investigation in progress. Suplemental report will be submitted when investigation conclusion is completed.

Manufacturer narrative:
It was claimed by the customer staff that a patient fell from a citadel patient care system bed frame as they climbed over the raised side rail. The bed alarm was not set by the nurse at that time. The lacerations on patient¿s head were reported as the outcome. The information provided by the facility was not sufficient to assess patient¿s injury or inspect the device which played a role in the reported incident. Based on provided information, the most likely scenario is that the patient tried to get up from the bed on their own, without any assistance from facility¿s staff members, which resulted in patient¿s fall. The instruction for use for citadel patient care system bed frame (IFU, 830.238- en) includes below information: ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended¿, ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safety ( and, if necessary, how to release the side rails) in case of fire or other emergency¿, ¿use or non-use of restraints, including side rails can be critical to patients safety. Serious or fatal injury can result from the use (potential entrapment) or non-use (potential patient falls ) of side rails or other restraints¿. In regards of setting the alarm, the the citadel bed frame system instruction for use 830.213- en guides how to activates the function: ¿warning: the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed.¿, ¿the patient movement detection system can be set to alarm when undesired movement of the patient occurs. The sensitivity of the patient movement detection, relative to the center of the deck, can be varied incrementally. The controls of the patient movement detection system are located on the foot end split side rails.¿, ¿in bed ¿ this button activates/deactivates patient movement detection and increases the sensitivity of the system.¿, ¿egress ¿ this button activates/deactivates patient movement detection and decreases the sensitivity of the system.¿, ¿warning: before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at the nurse¿s station¿, ¿to activate patient movement detection, press and hold either the in bed button or egress button for two seconds¿. There was no claim by facility¿s staff members that the device had any malfunction that directly caused the patient¿s fall. The complaint was assessed as reportable due to the patient fall. The device was involved in the event, since the patient fall from it, however there was no device failure.

Manufacturer narrative:
Investigation still in progress. Suplemental report will be submitted when investigation conclusion is completed.

Event description:
A patient fell out from the citadel bed frame. It was reported that the patient climbed over the side rails. No indication of product malfunction. Patient sustained a laceration on head.